Manufacturer narrative:
Tw#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The lot#: 3000521165 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that an occlusion error occurred at the beginning of the vein harvest using the btt of vasoview hemopro 2. The surgeon opened an accessory kit but the problem continued with that btt as well. The customer ensured co2 was flowing from the tube. Disconnected and reconnected several times. Ensured valve in btt was not stuck. The co2 flow rate settings on the wall and on the tower were set to 5. The co2 wall line flow rate/pressure were adjusted to rate of 3-5 l/min at 10-12 mmhg after switching the co2 source from the insufflation port of the cannula. No pretest preformed. No patient harm. No delay. Case was completed using the distal insufflation port.